Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 05/28/2026 and 05/29/2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient began receiving cgm ¿low¿ alerts without numeric values but did not perform a fingerstick blood glucose (fsbg) and ignored the alerts due to absence of symptoms, continuing normal activities. Later that day, the patient developed headache and vomiting. The cgm continued to display ¿low,¿ prompting an fsbg test, which showed 550 mg/dl. Ketone testing was also performed and reported as high. The patient removed the sensor following these results. Approximately one hour later, at around 7:00 am, the patient arrived at the emergency room (ER). Upon arrival, an fsbg test showed 642 mg/dl. The patient received 10 units of novolog insulin administered intravenously (IV), along with three bags of IV saline. Blood tests confirmed a diagnosis of diabetic ketoacidosis (dka). After approximately six hours in the ER, the patient was discharged. Prior to discharge, a new sensor was placed, which read 342 mg/dl while an fsbg showed 273 mg/dl (case 1-04600262). At the time of the report, the patient stated she was doing okay but continued to experience fatigue and mild muscle pain following the hyperglycemic episode. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.